Event description:
(B)(4). I had immediate pain, bloating, head aches, depression. Then when I get my period I have been bleeding non stop since it started in an abnormally large amount. I've also broken out with a rash over my lymph nodes on my neck. I have muscle stiffness and joint pain. I've also been experiencing large hormonal swings where before they were stable.